Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 476mg/dl. The customer's most current level was 159mg/dl. The customer states they treated with the pump. The customer states they went through the body scanner at the airport and were not sure if that caused any issues with the pump. Troubleshoot was conducted. The device passed the high pressure test. The customer was advised to conduct complete set and reservoir change. The customer was advised to monitor the device and contact their healthcare provider regarding unexplained high blood glucose levels. The customer was advised on proper airport screening procedures, and to call back if issues persist.